Event description:
A malfunction occurred with the pump reported by a distributor in france. The specific blood glucose value was not provided, but there was no adverse impact reported on the customer¿s blood glucose level. The pump was recognized by the computer but malfunctioned on (B)(6) 2025. The customer arranged to return the device for a replacement, with the return expected by (B)(6) 2025.